Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the necklace did not contain any magnet and was thought to be silver plated. During two of the times when the alert tone was heard, the patient was indicated to be a situation where magnet proximity may have existed. Additionally, the same paperclip was put on a demonstration device and did not attract to that device.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a metal necklace being attracted to and sticking to their skin above the upper portion of the implantable cardioverter defibrillator (ICD). When the patient was in clinic, a paperclip was able to stick to the patient's skin at the top edge near the header of the ICD. The patient reported that over the prior 18 months, they heard an alert on 4 occasions that was identified to as a "no conditions met" tone. The patient reported that they were not around a magnetic source at the time of the alerts. The physician is concerned that the device could have become magnetized which caused the alert to sound. The device remains in use. No further patient complications have been reported as a result of this event.